Event description:
It was reported that while the product was being used for an injection, the product broke away completely during injection along with the needle into the patient¿s arm. The customer advised that the vaccine liquid subsequently discharged onto the patient and the exam table. Leaks that could potentially expose patient and/or clinician to drug. The event occurred while in use with patient. There were patient involvement and no reported patient harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.